Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that system had power issue. A field service engineer replaced controller card for drawer. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system was offline and no power to device. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.